Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device has not been returned, however, multiple attempts have been made to reach out to the user facility. Based on the results of the legal manufacturer's investigation, it has been more than 6 years since the device was manufactured, it is likely the circuit related to start up has failed due to age-related deterioration.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the unit's power light is on; however, there was no image on the display. There was no patient involvement reported.